Event description:
It was reported that during surgery the cutter was stuck in unit. No harm, delay, or other adverse events were reported as it relates to this event. Upon evaluation it was noted that the cutter failed its cut test.

Manufacturer narrative:
This incident has been recorded under (B)(4). Foreign: australia. Review of the most recent repair record determined that the unit failed the cut test due to creating an incomplete cut. The cutter was returned without repairs as the component would need to be replaced by the account. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00513.